Event description:
It was reported that the pump exhibited a cassette detection error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 1/8/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The cause of the issue was found to be contamination at the downstream occlusion (dso) sensor and latch/lock area. The dso sensor and latch/lock were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.